Event description:
Patient reports alarming pump (B)(4). Pump alarmed multiple times 'no disposable, clamp tubing.' Patient confirmed tubing and cassette attached properly. She cleared alarm and it occurred again. She was using this pump while it alarmed but was switching to back up pharmacy to send replacement pump and patient to return malfunctioning pump. No noted patient injury. No other information provided. Dose or amount: 74 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2008 to current.